Event description:
Patient underwent enucleation surgery for removal of a blind, painful eye. Ocu-guard (flat configuration) was used as the orbital implant wrap. Patient later presented with dehiscence over the implant (date unknown). Unable to fit for prosthesis. No intervention at that time, observation only. Patient now lost to follow-up.